Event description:
A healthcare professional reported that a patient was injected into the chin using an unknown JUVÉDERM® VOLUX¿ XC. 3 to 4 weeks after the injection the patient started to feel tender in the chin. The chin became very swollen, and the healthcare professional was concerned about a potential abscess. The patient was referred out to a dermatologist who performed an incision and drainage, then used a pressure bandage. There was a lot of puss drained, it had cultured, and the patient is currently on 2 antibiotics.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.Further information regarding event, product, or patient details has been requested. No additional information is available at this time.The event is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.This is a known potential adverse event addressed in the product labeling.